Manufacturer narrative:
(B)(4). It was reported that the initial procedure was an anterior and posterior repair and mesh was implanted in 2007. The patient underwent a partial mesh removal in (B)(6) 2010 due to mesh erosion. Since that time, the patient continued to have vaginal pain especially when sitting upright. The patient underwent another surgical procedure and the pain resolved after the re-operation. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on an unknown date. The mesh is more broadly exposed than it had been before. The area of exposure is about 2 to 3 centimeters. The patient underwent a vaginal mesh removal/revision procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.